Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found the probe unit tip is broken. The ID chip is not reading and the light guide tube buckles. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that the scope has defects of the distal end. The tip is broken. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.